Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor error alarm. The customer's blood glucose level was 156 mg/dl at the time of incident. The customer stated that the insulin squired out during manual priming process. Customer stated they were not wearing the pump during priming. Customer stated that the drive support cap was sticking out. Customer stated insulin continued to drip after letting go of the act button. Customer was unable to successfully prime the set. Advised the customer to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.